Manufacturer narrative:
Unit received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked case near belt clip rails corner, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test and lock reservoir in place due to missing retainer.

Event description:
It was reported that the insulin pump had middle button was a deep crack on the button. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.